Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a other non-healthcare professional. This case concerns a female patient of unknown age who received treatment with synvisc one and after unknown latency had farmer swollen and knee pain. Also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (frequency, dose, expiry date and indication: unknown) (batch/lot number: 7rsl021). On an unknown date,, latency unknown, patient had farmer swollen and knee pain. Action taken: unknown. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain and swelling. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.